Event description:
During a renal stenting procedure, the subject device became caught between the stent strut and finally broke into two pieces. A segment of the guidewire was left inside the pt. The pt suffered no clinical sequelae as a result of this event.